Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that less than a year after a previous revision for an ra lead dislodgement, it was reported once again that all the patient's leads had dislodged due to twiddler's syndrome. Due to the lead dislodgement, loss of capture, noise, undersensing, and inappropriate shocks occurred. The physician programmed all the leads off with no further action taken at this time. No adverse patient effects were reported.